Manufacturer narrative:
The prograsp forceps has been returned and evaluated by the failure analysis (fa) team. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The grip tips opened and closed properly. The visual inspection internal it was performed and passed. The instrument does not show any part broken. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps was broken. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter however the customer was unable to provide additional information.